Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing of ventricular activity. This resulted in the minute ventilation (mv) feature being automatically disabled. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.